Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was a poor solder connection between the trunk cable and rear therapy electrode pulse wires inside the distribution node. The cause for the test failures is the poor solder connection of the pulse wires. The root cause of the poor solder cannot be positively identified but is likely an assembly error. No adverse event resulted from the poor solder connection. The last patient to use this electrode belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and insulation resistance tests. The last patient to use this belt did not report any deficiencies.